Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that temperature read out -99. A field service engineer replaced the temperature probe. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system smart remote manager was not working. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.